Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device had no detection of microbial contamination. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer aspirates water through the channels and flushes out the instrument channel and suction channel with a suction pump. Additionally, the forceps elevator wire channel (raised and lowered three times). The air/water channel was flushed with water. The customer did not specify if a detergent is used during the pre-cleaning process. During the manual cleaning process, the customer uses intercept + detergent and brushes the instrument channel, suction cylinder, instrument channel port and the forceps elevator. The customer uses maj-1888 single use soft cleaning brushes. The distal end was flushed with an maj-2319 adaptor. The customer confirmed that this device passed the leak test. The scope was manually disinfected with rapicide aob. For automated endoscope reprocessor (aer) treatment, an unspecified machine is used with unknown detergent and unspecified (disinfectant). The scope is dried using a clean towel/paper and is stored in a drying cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was filtered water and controlled. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). During the device evaluation, it was uncovered that the up and down knob could not be securely locked due to wear on the lock engagement lever. It was also observed that the suction cylinder had discoloration. It was observed that the switch box and plug unit was deformed. It was also observed that the lock engagement lever had a scratch. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the plastic distal end cover was shaved. Lastly, it was observed that the light guide lens and the adhesive on the bending section cover had a chip. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unspecified microbial growth in cultivation. The issue was found during maintenance of the scope. There was no patient/user harm or injury reported due to the event. Despite our attempts, detailed microbial test results were unable to be obtained.